Event description:
It was reported that during a supply change, the ilet alerted the patient to a low glucose of 60 mg/dl, after which the patient treated with orange juice and glucose increased to 73 mg/dl. Symptoms included feeling warm consistent with hypoglycemia. Outcomes included successful self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.